Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: broken shell, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, broken shell with sharp edge on posterior side assessed as unidentified(tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification) and a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening; a curved striated opening assessed as surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.